Event description:
Additional information received indicating that device reprogramming was conducted to resolve the event. There were no known patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2938836-2020-02566. During a remote follow up, episodes of far-field r-wave oversensing that resulted in automatic mode switching were noted on the device. Moreover, there were also episodes of non-sustained right ventricular (rv) oversensing noted on the device that may have been due to noise on the rv lead or myopotential oversensing. Technical support was contacted and recommended device reprogramming. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.